Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has error message: autoload failed. No harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, b7, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported therapy was initiated for heart failure earlier on the same day of the reported event, with the patient characterized as being in ¿extremely critical condition¿. A bedside iabp insertion was requested; the balloon insertion procedure was uneventful. After starting the cycles, the equipment displayed error messages. The equipment's instructions were followed, but the error persisted. It was restarted, but without success. The doctor decided to remove the balloon from the patient due to risks associated with the balloon's inertia inside the patient. There are no reports of complications directly related to the balloon. After balloon removal, an ECMO procedure was performed and the patient expired within less than 24 hours of the event. A technical visit was conducted for evaluation as requested by the client. The client reported that the equipment showed an error before being used on the patient. During the technical inspection performed by a a getinge field service engineer (fse) , the logs on the equipment were checked, and it was found that error 60 occurred on the day of use. Among the possible causes mentioned in the manual regarding the error, the system was thoroughly checked together with the manufacturer, where all parameters were analyzed and no error could be identified. The compressor was also checked, and a small crack was found in the vacuum hose, which could possibly have caused an intermittent error. The part with the small crack was cut and reattached to its designated location. All functional tests were carried out, and the data were verified and aligned with the manufacturer, with everything being within the parameters established by the service manual.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b1, b2, b5, b7, h1, h6 (medical device: problem code and health effect: impact codes).

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has error message autoload failed. The patient has died.

Manufacturer narrative:
Updated fields - b3, b4, g3, g6, h2, h11. Corrected fields - b5.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has error message autoload failed. Patient was in a very serious general condition. A bedside iabp insertion was requested; the balloon insertion procedure was uneventful. After starting the cycles, the equipment displayed error messages. The equipment's instructions were followed, but the error persisted. It was restarted, but without success. The doctor decided to remove the balloon from the patient due to risks associated with the balloon's inertia inside the patient. After balloon removal, an ECMO procedure was performed. The patient died within less than 24 hours of the event.